Manufacturer narrative:
A.4 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ related medical device reports: this impella cp report is one of two devices associated with the event. There is not enough information to dissociate the impella cp from the demise outcome. However, it should be noted, the patient was under active cardiopulmonary resuscitation at the time of the impella cp implant and likely expired from the cardiac event. Refer to the related manufacturer report number noted in section h.10 for the report on the impella rp flex.

Event description:
The complainant reported that a patient with acute myocardial infarction/cardiogenic shock implanted with an impella cp for mechanical circulatory support and experienced loss of pulsatility requiring intervention and would subsequently expire. The patient was admitted with non-st-segment elevation myocardial infarction and sent to the unit. The patient presented to the catheterization lab and during a left heart catheterization, upon initial engagement of the left main with a diagnostic catheter, rhythm change was noted, and the patient became hypotensive and unresponsive. Angiogram showed ostial left main lesion with possible clot of the distal left main and no flow into the circumflex or left anterior descending arteries. The decision was made to place an impella cp device. The patient required continuous cardiopulmonary resuscitation during insertion and an epinephrine drip was started. The left femoral artery access was obtained. The impella cp was implanted and started on auto. The physician was able to wire the circumflex and left anterior descending arteries. Angioplasty of both vessels, along with the left main was completed. Penumbra was used in the left main and left anterior descending arteries. Flow was restored in the vessels. However, it was noted pulsatility was absent when chest compressions stopped. Eventually, the decision was made to attempt placement of an impella rp flex via the right femoral vein. However, the attempt was unsuccessful as while attempting to get good wire placement into pulmonary artery for impella rp flex placement, the pulmonary artery catheter popped out into right ventricle. At this time, the patient¿s family decided to cease resuscitation efforts and the impella rp flex implant was aborted, and the patient expired.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ischemia, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number noted in section h.10 for the report on the impella rp flex.